Event description:
The customer reported the device displayed ¿device error service required¿ and constantly failed the user initiated operational check.

Manufacturer narrative:
(B)(4). The philips customer repair center (crc) evaluated the device. The crc confirmed the stated problem. The crc found the therapy pca to have been the cause of this malfunction. There was no report of patient involvement or adverse patient impact. The crc replaced the therapy pca to resolve this malfunction. The device passed operational performance assurance testing and was returned to the customer.